Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (b)(40 2014 with the following findings: during investigation, a ¿fill cannula¿ was with 0.5u was performed and the prime history accurately recorded the correct amount. The units remaining were correctly calculated and accurately recorded in the pump history. The history settings issue was not duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the history did not record the correct amounts of insulin after priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.